Manufacturer narrative:
A beckman field service engineer (fse) evaluated the dxc 700 au clinical chemistry analyzer and identified defective buffer valves, which were replaced to resolve the issue. The fse performed calibration, quality control and samples with passing results. The fse verified the analyzer resumed to normal operation. Section a2, a3, a4, and a5: information not provided by customer. Section e1, initial reporter telephone number is (B)(6). The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported obtaining high sodium patient results on their dxc 700 au clinical chemistry analyzer. The patient samples were repeated on a different analyzer with normal results. The customer did not release initial results outside the laboratory. Therefore, there was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. The customer provided results for seven (7) patients.